Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller alleged the unit is making a clunk noise when running. The evaluation has shown that the device will not turn on.